Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during insertion of the device into the patient's body, the balloon ruptured. The device was removed without any issue, and the procedure was completed with another of same device. There were no patient complications.